Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). Approximate age of device - 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the vad system was producing persistent low flow hazard alarms. The patient did not appear to be hypovolemic or in any anemia. The manufacturer's technical service representative reviewed the provided log file and observed 41 low flow alarms. No other unusual events were noted. On (B)(6) 2018, additional information was received that the patient underwent stenting procedure due to outflow graft obstruction. No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the vad system was producing persistent low flow hazard alarms. The patient did not appear to be hypovolemic or in any arrhythmia. The manufacturer's technical service representative reviewed the provided log file and observed 41 low flow alarms. No other unusual events were noted. On (B)(6) 2018, additional information was received that the patient underwent stenting procedure due to outflow graft obstruction. It was reported post stenting procedure that there were no more low flows.

Manufacturer narrative:
(Patient age): corrected information. The statement on the initial submission: "the patient did not appear to be hypovolemic or in any anemia" has been corrected to "patient did not appear to be hypovolemic or in any arrhythmia." Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained multiple low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Sw the patient experienced hemorrhage from groin on (B)(6) 2018 after percutaneous stenting of the outflow graft requiring use of femostop to achieve hemostasis and hemoglobin remained stable. The patient was started on heparin bridge and coumadin was resumed. The remainder of the patient's hospital course was uneventful.

Manufacturer narrative:
Section h6, b5: additional information. Manufacturer's investigation conclusion: the reported outflow graft obstruction and suspected outflow graft thrombosis could not be confirmed through this investigation. The reported low flow alarms were confirmed via review of the submitted log files. It was reported that the low flow alarms resolved after stenting of the outflow graft. The patient had a methicillin- resistant staphylococcus aureus (mssa) driveline infection with prior debridements on suppressive antibiotics. A direct cause of the reported driveline infection could not be conclusively determined through this evaluation. The patient was admitted for persistent low flow alarms for two weeks without any other associated symptoms. The patient was found to have severe outflow graft obstruction on computerized tomography (CT) and transthoracic echocardiogram (tte) showed high velocity across the outflow graft. It was noted that there was severe (>90%) stenosis in the distal outflow cannula at the aortic anastomosis and moderate (>50%) stenosis in the mid outflow cannula (adjacent to the right atrium). These stenoses were reported to be most likely due to kinking of the inner cannula upon itself, although intraluminal thrombus was not entirely excluded. The patient underwent stenting of the outflow graft via right femoral artery (rfa), with a sentinel cerebral protection device on (B)(6) 2018. The outflow graft obstruction stenting occurred without complication. It was reported that there were no further low flow alarms since procedure. The patient had groin bleeding on (B)(6) 2018; hemostasis was achieved with a femostop device and hemoglobin remained stable. A direct correlation between (B)(6) and the reported bleeding could not conclusively be determined through this evaluation. The patient was started on an anticoagulation bridge and other anticoagulation medication was resumed. The remainder of the patient¿s hospital course was uneventful, and the patient was discharged on (B)(6) 2018. The patient ultimately underwent a pump exchange on (B)(6) 2018 (refer to manufacturing report number 2916596-2020-01842). The outflow graft conduit was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017 under customer order (B)(6). The current version of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis, bleeding, and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.